Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: separated shaft. It was reported that the left anterior descending artery (lad) lesion was very calcified and the device would not cross. Even pushing with force, the device would not cross through the calcification and then the proximal shaft kinked and separated into two pieces; however, this occurred outside of the patient's anatomy. There was no patient injury and no intervention. Another xience v 3.0x28 did cross and the procedure was successful. There is no additional event or patient information available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform and evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon, distal shaft and hypotube. There was contrast in the inflation lumen and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was not damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 18 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There was a kink in the hypotube 16.5 cm distal to the strain relief tubing. There were two bends in the hypotube 1 cm and 3 cm proximal to the hypotube separation. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters were measured and met manufacturing criteria. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.